Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a lead that shifted and was subsequently repositioned. The distributor representative was not able to obtain the model/serial for the lead in question. No additional adverse patient effects were reported. Evidence suggests the device and leads remain implanted and in service.